Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a voltage check, hi pot test, safety analyzer test, and as-received treatment test. The cycler did not power down at any point during the above testing. There were no signs or evidence of sparking found during the testing. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the observed fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that a cycler sparked and powered down. At that point in time, the fresenius technical support representative advised the clinic manager to discontinue use of the cycler. A new cycler was issued to the clinic. Upon follow-up, the clinic manager confirmed there was no patient involvement. The sparking occurred during powerup. The old cycler was returned and the clinic received a new cycler.